Event description:
Reporter indicated a programming anomaly occurred. The patient's generator was found programmed unexpectedly to 0 ma at an office visit after patient began to have an increase seizure activity. The increase in seizures was below pre-vns levels. The patient was reprogrammed and seizure activity decreased. No further problems have been indicated by the site. Programming history has been requested from the site.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.